Event description:
A review of service data detected a reportable event. Upon service investigation of battery charger sn (B)(4), the battery charger had a defective power brick. The last pt to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the power brick was defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger power brick. The last pt to use the battery charger did not report any deficiencies.